Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer¿s blood glucose level was recorded as 210 mg/dl. No further adverse impact on blood glucose levels was reported. The device is being returned for evaluation, and a replacement pump with a new serial number has been issued.